Event description:
On 5/30/06 the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter would not power on. The medical affairs specialist (mas) contacted the pt to obtain and verify info; however, mas was initially unable to reach her by telephone. On 6/1/06 the mas mailed a letter requesting the pt contact medical affairs. On 6/5/06 the mas spoke with the pt to obtain and verify info. On 5/29/06 at 4:00 am the pt was found in bed unconscious and gasping. Her daugher attempted to test the pt's blood glucose level, however the reported meter would not power on. The pt's daughter gave her a glucagon injection, but the pt remained unconscious. Emergency services were contacted, and within a few minutes the paramedics arrived and obtained a blood glucose for the pt of 10 mg/dl. The pt was treated with glucose intravenously, revived, and transported to the emergency room. The pt stayed in the emergency room for 16 hours, and upon release her blood blood glucose result was 128 mg/dl. The pt has had type I diabetes for 35 years, and she has hypoglycemia unawareness. The pt takes humalog insulin on a pump. The evening prior to the event, the pt had something to eat at 11:00 pm. At 5:00 pm the pt had been able to obtain an expected blood glucose result, specific result unk. The customer care advocate (cca) determined during the troubleshooting telephone call that the pt had recently replaced the battery; the battery had been installed correctly; the battery contacts were in good condition; the pt was using the correct test strips; and the meter had suffered no trauma. The meter, test strips and control solution were replaced. The pt became hypoglycemic, was unable to obtain a blood glucose result on the reported meter due to the power issue, and required emergency medical attention and treatment with glucose. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Device ID for the d4, "other #' field is: 1-av-1086 lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.